Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous nephrostomy procedure, suture breakage occurred. While approaching the end of the procedure, the physician tried the make the 8.3mm flexima regular catheter loop, he pulled back the string and snapped it. The catheter was removed. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.